Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic on the johnson and johnson(jnj) intraocular lens (iol) was torn. The iol was fully inserted into the patient's right eye. The lens was removed and replaced with a non jnj model. There were no complications such as incision enlargement, capsule tear, vitrectomy or sutures. The suspect product was discarded. No further information was provided.